Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel / allergy to nickel, tin, mercury") and myalgia ("disabling muscular pain on lower limbs") in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced headache ("headaches") and myalgia (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, headache and myalgia outcome was unknown. The reporter considered allergy to metals, headache and myalgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test on (B)(6) 2017: positive for nickel, strong lymphocyte stimulation in favor of delayed hypersensitivity to nickel; on (B)(6) 2017: positive for nickel, tin, mercury. Investigation - on an unknown date: no etiology found for headaches and muscle pain in lower limbs. Most recent follow-up information incorporated above includes: on 7-feb-2019: this case will be deleted from bayer pv database. Nullification reason: duplicate case was identified with f/u information - during a cluster reconciliation and following confirmation from the local health authorities, this case was identified as a duplicate of case (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel / allergy to nickel, tin, mercury") and myalgia ("disabling muscular pain on lower limbs") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced headache ("headaches") and myalgia (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, headache and myalgia outcome was unknown. The reporter considered allergy to metals, headache and myalgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: positive for nickel, strong lymphocyte stimulation in favor of delayed hypersensitivity to nickel; on (B)(6) 2017: positive for nickel, tin, mercury. Investigation - on an unknown date: no etiology found for headaches and muscle pain in lower limbs. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.